Event description:
It was reported that the previously capped lead was part of the system revision due to infection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).